Event description:
At approximately 0830 rn was assessing the patient's IV access and attempted to flush his triple lumen power PICC. Upon flushing the grey port it was noted that the saline seemed to be leaking out. Rn then inspected the line and all connections and noted a large crack/split in the tubing near the purple hub. Rn notified the np & md who inspected the line and instructed me to remove the PICC and send the tip for culture. The PICC was removed without incident and was intact at 47cm.